Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient¿s pump was implanted on (B)(6) 2013. Lioresal with concentration of 500 mcg/ml was ordered, however the pump was found to have been programmed with lioresal of concentration 2000 mcg/ml. The hcp was unsure exactly of where the error/discrepancy occurred regarding drug concentration. The patient was asymptomatic and was further described as being ¿ok at this time¿. The hcp planned to further investigate to try to find the drug lot number used in order to determine the actual drug concentration that was used in the pump; the pump would then be reprogrammed accordingly. The hcp¿s managing team was conducting follow-up with the hospital records to determine which concentration of lioresal was actually used. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.